Event description:
The hospital reported the following: the 7fr brite tip catheter was coaxially deployed to the 4fr catheter. The 5000iu of heparin was added by IV. Copernic; sheen-man balloon catheter was advanced to the lesion with a gt 0.012 inch 45 degree angle wire for neck plasty. The distal tip of the sl10 st was shaped to 45 degree angle and was advanced to the lesion. The third coil couldn't be successfully inserted into the aneurysm. While attempting to recoil the coil, resistance was felt at pullback. The coil was removed from the body with the sl10. Thrombus was noted at the distal tip of the sl10 catheter. The procedure was performed as usual. The user wants to know if the material of both units caused the thrombus. The hospital reported the patient had no complications, the patient condition is good, and the procedure was completed with another device of the same type (anatomy location: ic-pc),

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned and further significant information is found, a supplemental report will follow.